Manufacturer narrative:
This report is submitted on december 14, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It has since been reported that the patient underwent surgery on (B)(6) 2018 to explant the device. The patient was not reimplanted with a new device during the same surgery. This report is submitted on april 1, 2019.